Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process. The malfunction code did not recur after the reset, and the customer was able to continue using the pump without further issues. The customer was advised to call back if any malfunction code recurred, which they acknowledged and understood.